Event description:
As the aq2003c 3 piece silicone lens was being advanced, it felt tight and that is when they noticed that the lens haptic was torn. No pt contact. The facility stated that it is unk if the product malfunctioned. The iol injector and iol cartridge, model and lot numbers are unk.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that one lens haptic was missing. Surgical residue/debris on product. Complaints of this nature are being investigated.